Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the chloraprep applicators do not have enough solution in them. Customer called and stated she purchased a box of chloraprep of 20 applicators, and of the 20, there are 18 that do not have enough product on them. Customer said she has two left, but hasn't opened them. She can send back for investigation if needed. Customer would like replacements, if possible. No exact dates of event, customer stated that she first noticed an issue in jan/feb, but not again until this month (may).

Manufacturer narrative:
2 samples were available for evaluation. Visual examination was completed and both applicators had an ampoule with liquid inside. They were placed against light to ensure the level of the liquid inside the ampoule was not low and both samples seem to have the appropriate amount of liquid inside. Unfortunately, bd was unable to verify the reported issue or determine a defined root cause at this time. The most probable root cause can be attributed to post manufacturing handling, which can provide enough force/impact to activate and break the glass ampoule. Due to the nature of glass it is possible to have an activated applicator and/or broken ampoule if the applicator undergoes excessive handling. A device history record review was completed for batch/lot 0095846 and there were no non-conformances related to the reported defect of "broken ampoule or missing ampoule" during the manufacturing of the lot. No further action will be taken based on no adverse trend has been observed. Will continue to track & trend for this defect.

Event description:
It was reported that the chloraprep applicators do not have enough solution in them. Customer called and stated she purchased a box of chloraprep of 20 applicators, and of the 20, there are 18 that do not have enough product on them. Customer said she has two left, but hasn't opened them. She can send back for investigation if needed. Customer would like replacements, if possible. No exact dates of event, customer stated that she first noticed an issue in jan/ feb, but not again until this month (may). Per email: this was purchased for home use. My [omitted] had been hospitalized and I, insisting on chloraprep being used when any IV was inserted or removed, reduced the amount of times he got cellulitis. He is home now on hospice care and I personally purchased a box of chloraprep frepp 1.5ml 20 count so the hospice nurse could use them here. I purchased them from garrett medical in winter haven and have kept them in an air conditioned home. The reason there is a gap in the usage date is because he was sent home on hospice care and he had cellulitis at the end of january, thus IV antibiotic for ten days q8 and now again another ¿bout of cellulitis which required more IV antibiotic for ten days bid. I do not want a refund. What I need is a box of product asap for a dying man. I paid over $40 for a box of defective product containing 20 ampules. Two hospice nurses told me this box was defective and jackie at garret medical told me all I needed to do was explain the situation and bd would replace the product. Listen, I¿m more than happy to sent you back the two remaining 1.5ml apps, but know please know that we went through multiples to find none viable and I had to open IV prep kits containing the 1 ml applicators (sent to me in haste by the hospice IV pharmacy supplier, as they understand the immediate need for viable product) please do the right thing and don¿t wait to send me the replacement box. I need it now, not after your investigators look at the returned product. My dad doesn¿t have much time left. I want to have the product on hand to use prior and after any catheter insertions for any reason, ie. Blood draws, IV¿s etc. I never looked to see if ampules were broken. I highly doubt is as I heard the ampules crack when either I or the hospice nurse broke them repeatedly in an attempt to find usable product. These were clearly defective, for whatever reason. They were stored correctly at the garrett medical supply and at my folks home, where I am now living. I appeal to your heart¿.I need product now, not later.